Event description:
It was reported that during a difficult case using a 5f guide catheter, involving a heavily calcified vessel, the zeta met resistance upon crossing. As the device was pulled back to remove it, the stent dislodged and an attempt was made to retrieve it with a snare device. This was unsuccessful and the stent went down in the left sfa. No further attempts were made to retrieve the stent. The guiding catheter was replaced for a 6f and then another zeta was placed with no problem.